Event description:
The customer reported that the 3100a ventilator has a damaged pressure manifold. It was also stated that one of the luer locks on the front is damaged and that it appears a screw inside the unit might have damaged some wiring insulation. There is no patient involvement associated with the reported event at this time.

Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire field service representative (fsr) evaluated the device and found out that brass fitting and luer fitting were broken so both fittings were replaced. There are also some chafing on wiring protective cover so they were repositioned to prevent further chafing. A preventive maintenance was also performed replacing air and oxygen (o2) inlet filters. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.